Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 10/3.75 flextome¿ cutting balloon¿ was selected to treat the target lesion. During the first inflation, it was noted that the balloon ruptured at 6atm. The ruptured balloon was completely removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).